Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that a physician attempted arteriotomy closure using the starclose device after an unknown procedure. Reportedly, during the procedure, the physician was unable to complete the thumb advance stroke and the device had to be withdrawn undelivered. No additional information is available.